Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the urine would not drain through the catheter. Patient also tried to irrigate the catheter but no liquid was returned. The patient had to deflate the balloon to allow the urine to drain through. He was able to remove the catheter without any issues. The patient allegedly developed a bladder infection shortly after, and had to visit a doctor. He was not prescribed antibiotics.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the urine would not drain through the catheter. The patient also tried to irrigate the catheter ; however, no liquid was returned. The patient had to deflate the balloon to allow the urine to drain successfully. He was able to remove the catheter without any issues. The patient allegedly developed a bladder infection shortly after, and had to visit a doctor. He was not prescribed antibiotics.